Event description:
The complainant reported that during a drainage catheter exchange, the locking mechanism holding the pigtail would not release. When a wire was used to straighten the pigtail, the pigtail portion of the catheter broke off from the shaft. The catheter tip was successfully removed from the patient on (B)(6).

Manufacturer narrative:
Device evaluation: device evaluation is in progress. A follow-up report will be submitted upon completion of the device evaluation.